Event description:
It was reported that, "competitive product revision. The inside sterile packaging was cracked open. It looked as if the stem broke through the packaging."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.